Event description:
The customer reported that the remote alarm port on the rear of the ventilator was broken. The ventilator was in use on a pt, and the customer reported there was no pt harm. The MFR's service technician verified the customer reported problem. The service tech reported when the audible alarm activated on the ventilator, the facility's remote nurse call did not alarm at the remote location. Visual inspection of the main pcb found the remote alarm port was broken on the board. The service technician replaced the main board to correct the problem. Final testing was completed and all tests passed per operating specs.